Event description:
It was reported that the duodenovideoscope was reprocessed with an olympus endoscope reprocessor whose water filters were replaced once every 2 years instead of once every 2 months. The issue was found during reprocessing and there was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for olympus inspection. Based on the results of the investigation, the event was attributed to user handling. The water filter was not replaced in accordance with the instruction for use (IFU) resulting in insufficient reprocessing of the scope. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions for oer-6, operation manual, chapter 7 ¿routine maintenance¿, section 7.3 ¿replacing the water filter (maj-2317)¿ describes the recommended frequency of replacement of the water filter. Olympus will continue to monitor field performance for this device.